Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a separation between the female connector and the main body of a minicap transfer set. This was described as ¿the transfer set was unscrewing where the dark blue meets the light blue¿. This occurred after use of the device for peritoneal dialysis therapy; further described as ¿the patient was trying to disconnect from the amia machine but could not disconnect the transfer set due to the malfunction¿. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to d4: serial no.: na (previously submitted as a). Additional information was added to h6 & h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed a separation between the female connector and main body. The reported condition was verified. The cause of the condition was related to inadequate solvent application between the female connector, insert chip, and main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.